Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during drain. During troubleshooting it was noted that the patient had connected their patient line extension after priming their patient line. The patient was instructed to start therapy over using new supplies. The patient was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient extension line after prime is a use error that will lead to an incomplete prime. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. Should additional relevant information become available, a follow-up report will be submitted.